Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a diagnostic laparoscopic and reduction of ventral hernia and open ventral incisional hernia repair. She had revision surgery 2 years and 2 months post-surgery. The patient experienced infected mesh; adhesions, mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced infection, adhesions, purulent discharge, abscess, ischemic connective omentum tissue, recurrence, vomiting, nausea, mesh pulled free, mrsa infection, pain, mesh migration, organ damage, and small bowel obstruction. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of infected mesh, drainage of pus at prior abdominal wall hernia site, reduction of ventral hernia, open ventral hernia repair for recurrence of hernia in the lower left quadrant and small bowel obstruction, antibiotics, subcutaneous tissue irrigated, irrigant evacuated, jp drain placed, and exploration of wound.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a diagnostic laparoscopic and reduction of ventral hernia and open ventral incisional hernia repair. Four days after initial surgery, underwent diagnostic laparoscopy, reduction of ventral hernia, and open ventral hernia repair for recurrence of ventral hernia in the left lower quadrant and a small bowel obstruction. Four months post implant, underwent exploration of wound, removal of infected mesh. Revision surgery 2 years and 2 months post-surgery. The patient experienced infected mesh; adhesions, mesh removal.

Manufacturer narrative:
Additional information: b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), additional codes, h4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced infection, adhesions, purulent discharge, abscess, ischemic connective omentum tissue, recurrence, vomiting, nausea, mesh pulled free, mrsa infection, pain, mesh migration, organ damage, and small bowel obstruction. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of infected mesh, drainage of pus at prior abdominal wall hernia site, reduction of ventral hernia, open ventral hernia repair for recurrence of hernia in the lower left quadrant and small bowel obstruction, antibiotics, subcutaneous tissue irrigated, irrigant evacuated, jp drain placed, mesh removal, medication, hernia repair with new mesh, and exploration of wound.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced infection, adhesions, purulent discharge, and small bowel obstruction. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of infected mesh, drainage of pus at prior abdominal wall hernia site, reduction of ventral hernia, open ventral hernia repair for recurrence of hernia in the lower left quadrant and small bowel obstruction, and exploration of wound.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced infection, adhesions, purulent discharge, abscess, ischemic connective omentum tissue, recurrence, vomiting, nausea, mesh pulled free, mrsa infection, and small bowel obstruction. Post-operative patient treatment included revision surgery, lysis of adhesions, removal of infected mesh, drainage of pus at prior abdominal wall hernia site, reduction of ventral hernia, open ventral hernia repair for recurrence of hernia in the lower left quadrant and small bowel obstruction, antibiotics, subcutaneous tissue irrigated, irrigant evacuated, jp drain placed, and exploration of wound.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.